Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as burning sensation on skin. The skin has mild redness front and back side is tender to the touch. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to remove the lv and apply neosporin for the skin irritation as patient may be allergic to the metal. Follow up indicated that the skin irritation improved.